Event description:
It was reported by the pt's daughter that, "her mother is in pain. Leg has shortened. Daughter stated that surgeon said it was slippage. Daughter stated that surgeon recommended rest of six weeks to see if it will set.

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed. If device becomes available with additional info, a supplemental report will be issued.